Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the additive is abnormal with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. This occurred on 20,000 separate occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer found that the edta tube's anticoagulant is not spray state before, there is a large drop of water with the phenomenon of slide.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-05. H6: investigation summary: bd received 200 samples and 4 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality with the incident lot was not observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the additive is abnormal with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. This occurred on 20,000 separate occasions prior to use. The following information was provided by the initial reporter, translated from chinese to english: the customer found that the edta tube's anticoagulant is not spray state before, there is a large drop of water with the phenomenon of slide.

Manufacturer narrative:
Investigation: bd had not received samples, but 4 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the additive is abnormal with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. This occurred on 20,000 separate occasions prior to use. The following information was provided by the initial reporter, translated from chinese to english: the customer found that the edta tube's anticoagulant is not spray state before, there is a large drop of water with the phenomenon of slide.